Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient (pt) said the evaluation helped: "not a lot" but it slowed down their peeing all the time and a few days after permanent implant it was working really well but it never helped their nighttime issue. Pt said, in the last 4-5 days it stopped working really good. Pt said it was working when they went in for their follow-up. Pt said they made a program change and it helped for a while then stopped helping, they increased to where it feels like a deep ache that hurts and their doctor told them to call manufacturer. Reviewed ins therapy optimization information, stimulation sensation information, and recommended keeping a symptom diary to track results. Pt said they have made a program change and it helped for a while then stopped helping. Reviewed the option to make further program changes. During the call pt was successful to synch with their ins and stated therapy has been turned off. Pt said they would continue working with their control equipment and activate a new program. Upon call back pt confirmed they had been successful to change the program and confirmed they no longer feel the deep ache that hurts. Redirected to their doctor. The patient's relevant medical history included patient said their ins was tilted forward towards the incision and hurts when they are sitting in their scooter chair. Pt said they may have to talk to the doctor about that.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.